Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room and was symptomatic with shortness of breath and a rate of 35 bpm. It was determined that the right ventricular (rv) lead had moved resulting in high threshold measurements and loss of capture. The lead was successfully repositioned. No additional adverse patient effects were reported.